Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the device in question was forwarded to the competent product development center for a detailed examination. The verification on the basis of the manufacture documents has shown that this instrument was manufactured in 2009 according to the specifications; the hardness parameters in the case of lot no. 3741205 lay below the tolerance limits. Unfortunately the exact cause of the damage cannot be reconstructed. It is however suggested that the low hardness in connection with the extremely severe hammer blows could have led to the failure of the material. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported: during a procedure, the small bearing at the end of the inner shaft broke while driving in the specimen implant. No further information is available at this time. This is 1 of 1 report for complaint (B)(4).